Event description:
It was reported that "patient had to have catheter replaced every year for the past 3 years" (manufacturer report # 6000030-2008-02145 and 3004209178-2010-02678 have reported previous two catheter revisions). Per MFR device registration system patient had a catheter replaced in 2009. The following information regarding the 2009 catheter event was previously reported in manufacturer's report # 3004209178-2012-09572: [it was also reported that the patient had to have the catheter replaced "every year for the past 3 years" (refer to manufacturer report # 6000030-2008-02145 and 3004209178-2010-02678).] Any additional information received regarding the 2009 catheter replacement will be reported in this report.

Manufacturer narrative:
Product ID, 8711 lot# n139297007, implanted: (B)(6), catheter model: 8711, lot# : j11199r18, implanted: 2002 (B)(6), explanted: 2009 (B)(6).